Event description:
It was reported by dealer that the tdxsp power chairs joystick lights will scroll left to right, only way end user can get it to stop is to turn the unit on/off. Lights are flashing intermittently, not all the time.